Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12827; 2938836-2019-12780. It was reported that upon interrogation, low, out of range pacing impedance was observed on the atrial and ventricular leads. When the thresholds were testing, loss of capture was observed on both leads. On the device, a short margin between elective replacement indicator (eri) and end of service (eos) was observed. Review of the session records indicated there was most likely a short that caused the battery drain and that the leads were most likely normal. Device replacement was planned. The patient was stable.